Manufacturer narrative:
As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the following fields were corrected based on the additional information received by the field representative, that the initial manufacturer device report 1220648-2025-30876 reported a malfunction that should have been against the first pump implanted, which has been reported in manufacturer device report 1220648-2025-45710. This report is for the second pump that was implanted and the patient experienced a stroke and expired. B.1 product problem was erroneously selected. B.2 death and date of death was inadvertently omitted. B.5 corrective statement and patient narrative were updated to reflect the correct information. H.1 type of report was erroneously selected. H.6 health effect - clinical code, health effect - impact code, and medical device problem code were all erroneously entered. H.10 instructions for use were updated to reflect the new information provided.

Event description:
Through communication with the abiomed field representative, it was discovered that a different complaint event occurred with this device (pump sn (B)(6)). According to the field representative, "the patient had a stroke after the second pump was put in." The pump stop event is associated with the first pump that was implanted. Please see manufacturer report number for impella 5.5 pump one 1220648-2025-45710. Upon implanting the second pump, the old graft (which was on the innominate artery), was removed and a new one was placed in the same spot. Within 12 hours, the patient had a stroke, and thus, was removed from the transplant list. The patient was withdrawn from care and four days later expired.

Event description:
The user facility reported an impella 5.5 had positional issues. While repositioning, the pump's cable was unplugged to relieve the torque. When plugged back in the pump failed to re-start. The team made the decision to remove and replace the pump. The patients outcome is critical.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock. Section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿